Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a rotational atherectomy treatment procedure, a guide wire kink occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The floppy rotawire guide wire crossed the lesion. The physician then attempted to load a 1.75mm rotablator rotalink plus burr on the guide wire, however noted that the guide wire was kinked. However, product analysis revealed a guide wire tip fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: one device was received with a kink on the body and the distal tip damaged. The visual and tactile inspection was performed and the device presents: a kink at 43cm approx. From distal end and a fracture at 329.2cm approx. From distal end. All the outer diameter measurements are within the specifications. The fracture section was sent to the (B)(4) lab for analysis. After (B)(4) lab reported the failure occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on analysis completed on 10sep2012. It was reported that during a rotational atherectomy treatment procedure, a guide wire kink occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The floppy rotawire guide wire crossed the lesion. The physician then attempted to load a 1.75mm rotablator rotalink plus burr on the guide wire, however noted that the guide wire was kinked. However, product analysis revealed a guide wire tip fracture.